Event description:
The customer received a blood glucose reading of 116mg/dl on the contour meter. He also ran a test on a different meter and the reading was 621mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer declined to troubleshoot and did not provided any product information.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information